Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was used during planned surgery. The procedure got delayed for an hour and completed after restart. The philips field service engineer (fse) examined the system onsite and confirmed that the system automatically shut off. Upon troubleshooting, the philips field service engineer (fse) confirmed that the fuse of mpdu (main power distribution unit) control was burnt. To resolve the issue, fse replaced the fuse of mpdu control. After replacement, the system returned to use in good working order. The codes were updated based on the investigation outcome.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was used during planned surgery. The procedure got delayed for an hour and completed after restart. The philips field service engineer (fse) examined the system onsite and confirmed that the system automatically shut off. Upon troubleshooting, the philips field service engineer (fse) confirmed that the fuse of mpdu (main power distribution unit) control was burnt. To resolve the issue, fse replaced the fuse of mpdu control. After replacement, the system returned to use in good working order. The codes were updated based on the investigation outcome. The 510k, catalog item identifier and the manufacture date have been updated.

Event description:
It was reported to philips that the system powered off automatically. The device was in clinical use at the time of reported event. The procedure was completed, but delayed for one hour. No harm was reported to philips. Philips has started an investigation of this complaint.